Manufacturer narrative:
A cardioquip customer identified discolored internal tubing within their device and requested to receive hpc testing kits to test for bacterial contamination. Bacterial contamination within the device was confirmed through the hpc test results and therefore, cardioquip recommended that the device receive an internal water pathway replacement. As of the date of this report, cardioquip is waiting to receive the device and perform the repair to bring the device back within specification.

Event description:
Cq service received a request to have sampling kits sent to the customer so that they were able to determine whether or not this device was contaminated. Lab testing results indicate a concentration of 47000 mpn/ml, so an internal water pathway replacement was recommended for this device.

Manufacturer narrative:
A cardioquip customer identified discolored internal tubing within their device and requested to receive hpc testing kits to test for bacterial contamination. Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. The customer then sent the device to cardioquip for repair. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.

Event description:
Cq service received a request to have sampling kits sent to the customer so that they were able to determine whether or not this device was contaminated. Lab testing results indicate a concentration of 47000 mpn/ml, so an internal water pathway replacement was recommended for this device.